Manufacturer narrative:
Correction: please retract this report 2017865-2025-39407, review of additional information indicates that the device should not have been reported as premature battery depletion was not alleged on the device. The device's battery depleted appropriately based on programmed settings.

Event description:
It was reported that the patient presented at the clinic for an implantable cardioverter defibrillator (ICD) changeout procedure due to premature battery depletion. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited elevated capture threshold in all vectors with a total loss of capture noted in some of the vectors. Additionally, the right atrial (ra) lead was noted to exhibit noise oversensing. The patient's ICD, lv and ra leads were explanted and successfully replaced. The patient was in stable condition.